Manufacturer narrative:
(B)(4). The customer's report of leakage was confirmed. Visual and photographic inspection noted a split in the tubing. Pressure testing observed leaking from the split in the tubing. The split was approximately 600 mm below the flow stop component. The cause of the leaking was from the split in the tubing. The root cause of the split was not identified.

Event description:
The customer reported a leak during priming with normal saline. Product was not connected to a pt at the time the issue was identified.